Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 800 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump appeared to be working as designed and customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer will be provided with replacement reservoirs. No further details given.